Event description:
During routine testing of the device at the service center, the quality technician reported that the main pump impeller was broken. Since the event occurred during routine testing, there was no patient involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.